Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced persistent undefined high blood glucose (bg) levels between 511-525 mg/dl. Customer also had moderate ketones that were identified as dangerous/life threatening by their healthcare provider. High bgs were addressed with a manual correction injection and a pump bolus. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.